Event description:
It was reported this drainage catheter was placed for drainage of a pneumothorax. It was noted post placement, the hub had detached from the catheter resulting in a drop in the patient's blood oxygen saturation. The catheter was removed and another catheter immediately placed. The patient is recovering. The device has been received, evaluated and retained by this manufacturer. The engineering evaluation indicated the catheter had separated from the hub. The heat shrink is in position but turns with the hub. The catheter flare at the detached point is smooth and appears to be undersized. A suture is attached to the catheter approximately 11 centimeters from the distal tip. A lot search was performed and revealed no other complaints to date on this lot number. Co believes user technique, and/or patient anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.